Manufacturer narrative:
Medwatch sent to FDA on 07/11/2014. Device remains implanted and is not available for return. The event of seroma is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. These events are being reported because medical intervention was required, although device-relatedness has not been established.

Event description:
Healthcare professional reported implantation of seri and a concomitant tissue expander during primary reconstruction surgery on (B)(6) 2014. Post implant on (B)(6) 2014, patient presented with a left side seroma and "about 40cc of fluid was expresses and cultured." Physician states causality of seroma is unk, and the device remains implanted.